Event description:
Boston scientific crm received information that this pacemaker exhibited a magnet rate of 90 bpm. The boston scientific sales representative (sr) thought that this device may have depleted a bit earlier than normal. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this pacemaker exhibited a magnet rate of 90 bpm. The boston scientific sales representative (sr) thought that this device may have depleted a bit earlier than normal. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.